Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was showing as not detected on the bus. The field service engineer (fse) identified that auxiliary drawer 4.1 was not present on the bus, and the light was missing on the controller board. To resolve the issue, the fse replaced the drawer controller board and the retractor board cable. After the replacement, the fse ran the final test using the hardware test application (hta) for the drawer, which passed successfully. The user then successfully completed an inventory process. Following verification, the fse configured the drawer. Proactive preventive maintenance (pm) was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height cubie drawer hmc-ICU was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.